Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated calcium results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the alinity c-series reagent probe was worn, and quarterly maintenance had not been performed. The fsr replaced the alinity c-series reagent probe, list number 04s49-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated calcium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 8.34-10.4 mg/dl): sample ID (B)(6) initial result was 21.5, repeat was 9.6 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated calcium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 8.34-10.4 mg/dl):sample ID (B)(6)initial result was 21.5, repeat was 9.6 mg/dl. There was no impact to patient management reported.